Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and that an occlusion alarm occurred. Customers blood glucose (bg) was high on continuous glucose monitoring. Customer attempted correction bolus via pump to address bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of the cartridge alarm was verified, however the occlusion could not be verified. The information will be used for tracking and trending purposes. The failure investigation has been completed and the alleged issue of the cartridge alarm was verified, however the occlusion could not be verified. The information will be used for tracking and trending purposes.